Manufacturer narrative:
No product problem detected. Implant has moved into maxillary sinus after sinus lift. Another surgical intervention was necessary. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant has moved into maxillary sinus after sinus lift.